Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically abandoned and replaced. Additional information indicated that this lead was fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead was surgically abandoned. No additional adverse patient effects were reported.